Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip delivery system (cds) had unintended movement. It was reported this was a mitraclip procedure to treat functional mitral regurgitation with an mr grade of 3-4. The steerable guide catheter (sgc) and cds were advanced. The devices were well aligned and in the straddling position. When advancing the cds from the left atrium io the left ventricle, the cds made an anterior bend under the anterior mitral valve leaflet and got caught in the chordae, troubleshooting steps were performed and the clip was freed. This occurred several times; the decision was made to not implant the clip and to remove the cds. Another cds was used, one clip was implanted; reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay during the procedure. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction initial reporter also sent report to FDA? : changed to no. (B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty positioning was confirmed. The reported physical resistance (anatomy) could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the confirmed difficulty positioning appears to be related to an identified bent actuator mandrel and subsequent delivery catheter (dc) shaft bend. The reported clip caught on chordae (physical resistance) appears to be related to the difficulty positioning of the device; therefore, contributed to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.